Event description:
The manufacturer received information alleging a ventilator alarming for fio2 sensor. The patient was desaturated. The ventilator was replaced with an alternative device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.